Manufacturer narrative:
The device was not returned for evaluation. The cannula had dislodged, cannula was not inserted correctly into the infusion site, and needle mechanism failure. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 using the pod 5 / pages 44 ¿ 45: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Using the pod 5 / page 55: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change (figure 5-24 on the next page). If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 351 mg/dl while wearing the pod between 4 and 24 hours. While "getting out of the shower," the patient noticed the cannula was not in this whole time, thus, cannula dislodged from the infusion site (arm) and/or unsure if cannula was properly seated. As treatment, a new pod was applied and gave 7.1 units of insulin with the new pod. Patient had high ketones. The patient¿s mother was unable to see the pink slide in the little window, which indicates a failure of the needle mechanism to deploy as intended during activation.